Event description:
(B)(4). Had essure implanted in 2012, essure seemed like the most non-invasive for me as I had already had a major surgery to remove my large intestine and did not want more surgeries. Since implanted have suffered with heavy menstrual cycles, lots of cramping and abdominal pain, extreme fatigue, weight fluctuations, can no longer wear my wedding rings due to rashes, unable to stand or walk for long periods of time due to stabbing pains in hips, white blood cell cpunts going up and down. My insurance paid for essure.